Event description:
Total knee was implanted on october 2001, it is reported that the pt was getting out of their truck, landed on the implant leg and dropped about 2 feet to the ground. The pt heard a pop but continued about their business. The knee started to sub-lux and lock up and pop. X-rays showed a good knee, but lack of range of motion. The device was revised on august 2005, to correct the problem where it was found that the cam post has been sheared off.